Event description:
Pt in dialysis lost consciousness and stopped breathing after treatment. Catheter separated at 'y' fitting. Severe blood loss. Code 3 called and pt moved to ICU. Later retrieved remaining parts of broken catheter.